Event description:
It was reported that although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically following the advisory. Patient was stable. Related manufacturer reference number: 2938836-2019-03453, related manufacturer reference number: 2938836-2019-04458.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).